Event description:
Procedure to treat a proximal sfa lesion using a spectranetics turbo power. The turbo power and abbott emboshield became lodged in the sheath. Both devices were removed together. Slowed flow was noticed in the lower vessels. A pronto aspiration catheter was used to aspirate thrombus that had migrated distally. Once retrieved the flow was restored.